Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot#: va0ge5c, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3888-56, serial/lot #: (B)(4), ubd: 19-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient indicated that the supra orbital left lead wasn't working/stimulating her as it did in the past. The healthcare provider (hcp) did x-rays that revealed the lead migrated to the battery site, located at the left auxiliary. On (B)(6) 2021, the hcp removed the migrated lead and replaced with new lead to re-obtain left supra orbital coverage. There were no impedances prior to or after lead migration. Prior to revision, programming was attempted to regain coverage. The issue was resolved.